Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 29 mg/dl. Customer's father found that his son had not woken up yet and was very lifeless and unaware of what was going on. Customer's father could not find a meter to check him. Customer's father stated that his son's blood glucose level was really low this morning and the paramedics were called. Customer was treated with glucose tablets. Customer had been experiencing low blood glucose levels in the morning. Customer was admitted as an inpatient for medical treatment. Customer was not wearing the sensors. Customer had a no delivery alarm that was resolved by a set change. Customer's blood glucose level was 238 mg/dl. Customer was advised to monitor the pump. No further assistance needed.